Event description:
In 2002 patient underwent removal bilateral ruptured becker implants with associated capsulectomy, augmented with mentor 450 cc smooth silicones implants. In 2006 patient desires to be larger. Patient underwent bilateral capsulectomy and removal bilateral silicone implants. Removed intact and in good condition. Patient augmented with mentor silicone implants 650 cc bilaterally. No apparent problems.